Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 462 mg/dl. The customer treated their blood glucose levels with manual injections. The customer sated that they received a no delivery alarm form their insulin pump, but they had resolved the issue by changing the sets. The customer did not return the product back for analysis.